Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a high blood glucose level event and a no delivery alarm. The customer's blood glucose level was 400 mg/dl. The customer treated with a manual injection. The customer's infusion set and reservoir were replaced and the infusion set was to be returned for analysis.